Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's auditory performance with the device is affected; the child is not responding to sounds properly. The response gradually reduced as per the information from mother. No trauma has been reported; no swelling or redness to the implanted side. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's auditory performance with the device is affected; the child is not responding to sounds properly. The response gradually reduced as per the information from mother. No trauma has been reported; no swelling or redness to the implanted side. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is the final report.

Event description:
The user's auditory performance with the device is affected; the child is not responding to sounds properly. The response gradually reduced as per the information from mother. No trauma has been reported; no swelling or redness to the implanted side. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's auditory performance is affected; the child is not responding to sounds properly. No trauma has been reported.